Event description:
Approximately 16 months after an optease vena cava filter was implanted, a CT scan revealed that the filter was thrombosed. No additional information has been provided.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information was received on (B)(4) 2010. The indication for the filter placement was lower leg dvt, pe, and bladder cancer. The patient was taking anticoagulants at the time of the event. The size of the thrombus load was unknown. The thrombus was located in the inferior venacava and the iliacs, but no treatment was provided and it was unknown if the event had resolved. Complaint conclusion: approximately 16 months after an optease vena cava filter was implanted, a CT scan revealed that the filter was thrombosed. The original indication for filter placement was left lower leg dvt, pe and bladder cancer. The patient was taking anticoagulants at the time of the event. The size of the thrombus load was unknown. The thrombus was located in the inferior vena cava and the iliacs, but no treatment was provided and it was unknown if the event had resolved. A review of the manufacturing documentation associated with lot r0608149 was performed and it was found that no issues were present during the manufacturing and inspection processes. Manufacturing records for lot r0608149 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to (B)(4), and the results indicate that the stent shipped meets specified release requirements. Thrombosis in the filter is a well known potential complication and occurs in approximately 3.6 to 11.2 % of all patients. This does not represent a device malfunction as the purpose of the filter is to capture thrombosis and clots thereby preventing them from traveling upstream into the heart. No actions will be taken.